Event description:
It was reported that, when the sensor connector was inserted during inspection the cardiosave intra-aortic balloon pump (iabp) unit sensor module failed. There was no patient involved.

Manufacturer narrative:
Due to character limitation in e1 event site name and the full event site name is (B)(6). Due to character limitation in e1 event site city and the full event site city is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Due to character restriction in block e1. E1 event site city is (B)(6). Corrected fields : b5, h6 ( medical device ¿ problem code ). Updated fields: b4,d8,d5,e2,e1(initial reporter, event site email,event site address, event site city ), g2,e3,e4, d9,d10, g1(contact person ¿ mfg site), g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. The fse replaced the fiber optic assembly (d997-00-1169) and drive manifold assembly (d104-00-0031). The unit passed all safety and functional tests and was returned to the customer for clinical use.

Event description:
It was reported that,during inspection the cardiosave intra-aortic balloon pump (iabp) when the sensor connector was inserted sensor module failed and have a high leak value in drive manifold test. There was no patient involved.